Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The patient was exhibiting muscle stimulation. This crt-p was been replaced. No adverse patient effects were reported.